Event description:
Additional info from the user facility: ICU pt had trach placed on (B)(6) 2010. On (B)(6) 2010, pt was progressing well on his CPAP weaning schedule. Pt was placed on a 5 liter/min o-ring. The cuff was deflated and passy muir valve (pmv) was placed at 0910. Pt tolerated well and was able to talk. Checked at 0920 and 0935 and found to be doing well. At 0940 pt began to have breathing problems and a code blue was called. Pt was found apneic and bradycardiac with decreased o2 saturations. Face was markedly edematous with subcutaneous air. Color was blue. The pmv was taken off his tracheostomy and there was an immediate rush of air out of his trach. The pilot balloon on the trach was flat and appeared to be deflated. Pt had a pulse and bagging of the pt was initiated. Bagging was easily accomplished. Pt did not, however, have breath sound bilaterally. He had obvious subcutaneous air and swelling. Chest tubes were inserted and CPR initiated. CPR, although procedurally done well, was not effective and the pt died. The trach was removed postmortem and the trach cuff remained semi inflated with 3-4 ml of fluid.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 154 mg/dl (strip lot 551360) and 342 mg/dl (strip lot 551277). Readings were taken with different lots of strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for advantage strip lot 551277. (B)(4).